Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per the medical records review, about 1 year 2 months post implant of perfix plug, patient was diagnosed with hernia recurrence thereby underwent additional surgery. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. This emdr represents the perfix plug (device #3). Additional emdr was submitted to represent the perfix plug (device #4) and supplemental emdrs were submitted to represent two perfix plugs (device #1 and device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per information provided by patient's attorney: (B)(6) 2013 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with the implant of two perfix plugs (device #1 & device #2). Per operative notes, ¿on the right side, a massive direct weakness was noted and reduced. A floor of the inguinal canal was repaired with a extra large perfix plug (device #1), sewn circumferentially with tacking sutures. Onlay mesh was also required to create a tight deep ring. On the left side, smaller hernia defect was noted and large perfix plug (device #2) was secured in place.¿ (B)(6) 2014 - patient was diagnosed with symptomatic recurrent bilateral inguinal hernias thereby underwent open repair with the implant of two perfix plugs (device #3 & device #4). Per operative notes, ¿on the left side, a very large direct weakness was noted recurrent. The mesh was somewhat displaced laterally. This was opened, an extra large perfix plug (device #3) was secured and sewn circumferentially. On the right side, identical findings were noted and extra large perfix plug (device #4) was secured and sewn circumferentially.¿ (B)(6) 2015 - patient was diagnosed with recurrent direct bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of two 3dmax meshes (device #5, #6) and one bard flat mesh (device #7). Per operative notes, ¿on inspection of the abdomen, there were 2 large defects on both sides. Patient did have 2 large perfix plugs (device #1, #2, #3, #4) in each space, which were very well incorporated and left in place. The whole lower pelvis was dissected out allowing placement of mesh. Two large 3dmax meshes were placed on the left (device #5) and right space (device #6) covering the direct, indirect, and femoral spaces and secured with tacker. However, a polypropylene sheath was cut to fit to cover all thick hernia spaces in the superior margin and covered the bard flat mesh (device #7) as well. It was secured in place using tacker.¿ attorney alleges that the patient had mesh migration, pain and hernia recurrence.